Event description:
This lead was explanted and replaced due to noise, inappropriate therapy, failure to capture, and rising impedance. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 58 cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple extraction damages. The lead body was stretched and deformed. The ring electrodes of the atrial dipole were detached from their original positions. The shock coil was deformed and shifted distally. The conductor cables were pulled out of their lumens in this region. The fixation helix was stretched. Additionally tissue residuals were found at several positions. These findings indicate significant ingrowth of the lead in the implanted state resulting in additional force during the extraction of the lead. Furthermore the analysis showed a rubbed through insulation around 10 cm proximal to the lead tip which can be considered the root cause of the reported noise resulting in inappropriate therapy. Based on the characteristics of the damage it is assumed that the lead was subject to severe mechanical stress in the implanted state. The extent of the extraction damages and the tissue residuals suggest a significant ingrowth of the lead which may have affected the leads motion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.